Event description:
Reported by a company representative, for the surgeon, as a band erosion. The event was confirmed by the physician's office and the surgical intervention is scheduled for this week.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number by the physician. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required."